Manufacturer narrative:
While performing a portable chest x-ray, image appeared on the software. The tech annotated & confirmed the image, hit auto send and the software froze, then closed to the desktop. When the technician rebooted the workstation the patient and image were unable to be found. The tech manually entered in the patient information and repeated the exposure. The technique was 105kvp @ 2.5mas, roughly a 72" sid. Additional exposure to patient of < 100 gy.

Event description:
System was intermittently not capturing an image. Techn exposed patient and no image will came up. No errors occurred and the detector stayed connected. The tech then restarted the system, took another exposure and that image will showed up.